Event description:
Edwards received notification that a 83 year old patient with a 7300tfx27mm valve implanted in mitral position underwent a valve in valve procedure after an implant duration of approximately five (5) years and five (5) months due to degeneration and calcification leading to severe stenosis. As reported, patient presented with dizziness, chest pain and shortness of breath. A 26mm transcatheter valve was successfully implanted within the surgical edwards valve. As reported patient was noted as to be discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
A DHR review could not be performed as not lot/serial number was provided. No product or images were provided to edwards for evaluation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.